Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect: clinical code 2377. This is a follow up report to add this additional code.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 2377. This is a follow up report to add this additional code. Device received for this event is being corrected from primetaper ev ø4.2 x 11mm os catalog # 68011099 to osseospeed ev 4.8 s - 8 mm catalog # 25242. This is a follow up report for this corrected information. Correcting lot # from 526830 to unk. Correcting UDI # from (B)(4). This is a follow up report for this corrected information. Correction explanted date from (B)(6) 2025 to (B)(6) 2025. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.